Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
B3: date of event - correction. B5: describe event or problem - additional information. H2: type of follow up - additional information. H10: corrected data - additional information.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on 05/20/2026. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1 initial reporter state: (B)(6).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).b3: date of event - correction.b5: describe event or problem - additional information.h2: type of follow up - additional information.h10: corrected data - additional information.